Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a differences between sensor glucose and blood glucose readings. Customer's blood glucose level was over 400 mg/dl. Customer's current blood glucose level was 230 mg/dl. Customer's sensor glucose reading was 130 mg/dl. Troubleshooting was performed and customer was advised to remove and replace the sensor. No further assistance needed.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the three sensors failed for high readings and the two remaining sensors passed per specification with accurate readings.